Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Updated product technical complaint investigation received on 29-oct-2015: the bayer reference number for the ptc report is: (B)(4). Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) removed because it moved and punctured thru her tube and ended up embedded in her uterus. The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, consumer had intense pain during and after essure insertion. The devices removed (5 years after their implantation) due to fallopian tube perforation/uterine embedment. Although the exact mechanism of these events was unknown; consumer's procedural pain may suggest an association with the essure insertion. Additionally; based on events nature causality with essure cannot be excluded. This case was upgraded to incident, since device removal was reported upon receipt of new information. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be performed (case identified during health authority website monitoring).

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0935, awareness date 29-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer reported that essure was awful. The procedure was painful, but it would pale if you compare to living with the pain afterwards. Follow-up received on 06-oct-2015 (product technical complaint investigation) and additional information received on 17-oct-2015. Case was upgraded to incident: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1562). Consumer reported that she had essure since 2010. She states that she had to have it removed this year (2015) because it moved and punctured thru her tube and ended up embedded in her uterus. Consumer also informed that it was so painful. In addition, on 06-oct-2015, product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) removed because it moved and punctured thru her tube and ended up embedded in her uterus. The reported events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, consumer had intense pain during and after essure insertion. The devices removed (5 years after their implantation) due to fallopian tube perforation/uterine embedment. Although the exact mechanism of these events was unknown; consumer's procedural pain may suggest an association with the essure insertion. Additionally; based on events nature causality with essure cannot be excluded. This case was upgraded to incident, since device removal was reported upon receipt of new information. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be performed (case identified during health authority website monitoring).